Manufacturer narrative:
This event occurred sometime in (B)(6) 2017. (B)(6). Manufacturing date: june 23, 2017 ¿ june 26, 2017. The device was returned containing approximately 28ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor underinfused. The device was being used at room temperature at belt level. The remaining volume is not reported, nor is the scheduled vs. Actual time of infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.